Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag tore at the top seam which resulted in a leak of tpn. The tear occurred while the technician attempted to remove the bag from the cradle and before patient use. Patient involvement was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.